Manufacturer narrative:
The tandem g4 user guide indicates no to change the cartridge during the load process until prompted on the t:slim pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and while loading a cartridge, a cartridge alarm 19 occurred. The customer indicated that the cartridge was loaded without following the on-screen instructions. Another cartridge was loaded; no alarm occurred. The customer's blood glucose level was 190 mg/dl.